Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with a 550cc mentor memorygel breast implant prosthesis and experienced right-sided rupture postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal and replacement with two 375cc mentor smooth round moderate profile prostheses (catalog #: smxp140ruh, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6)2021.